Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. A reservoir was received for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of migration. Because examination of the returned components may not conclusively confirm or disprove the report, quality accepts the physician's observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated the reservoir only was replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, migration, there was no malfunction reported.